Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that during a device change-out, the right ventricular lead initially had good measurement; however, after it was connected to the new device, the superior vena cava impedance was high. It was further reported that there was an insulation cut when inspecting the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.